Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed during the manual prime. Customer stated that insulin was squirting out and they were unable to exit the preparing to prime loop. The drive support cap was noted to be protruded. Customer's blood glucose reading at the time of the incident was unknown. Customer declined to return the insulin pump for analysis.